Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site and pain down his left leg. The patient was prescribed pain patches, which resolved the patient's symptoms.